Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous ambulatory peritoneal dialysis (capd) patient experienced peritonitis. The cause was unknown. The same day as event onset, the patient was hospitalized for the event. The patient was treated with cefazoline injection (1 g, once a day, discontinued, route not reported) and amikacin injection (250 mg, once a day, discontinued, route not reported) for peritonitis. The patient was discharged four days after hospital admission. At the time of this report, the patient was recovered from the event. Pd therapy was ongoing. No additional information is available.